Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient complaint of anterior knee and stability". Spoke to rep. Patient was revised after complaint of pain and instability. A 7x11 cr insert was revised to a 7x13 cr insert. Rep provided a primary operative report, pre-revision x-rays, and explant pictures and reported no further information is available.